Event description:
It was reported that customer received minimum fill notification while attempting to reload cartridge that still contained at least 80 units of insulin, and reloading cartridge did not clear notification. There was no adverse impact to the customer¿s blood glucose level. Customer was not experiencing issue at time of call, technical support was unable to fully troubleshoot, and customer resumed insulin deliveries without further intervention.